Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified the outer spherical surface shows scratches. The taper connection of the head shows signs of fretting and there are black debris at the base. Additionally, there are some deep abrasion marks visible in the taper connection near the seating surface of the head. Device was submitted for further analysis. Analysis determined this taper was assigned a modified goldberg score of 2. A score of 2 corresponds to ¿fretting on >10% of the surface and/or corrosion damage to one or more small areas¿ and this taper was assigned a modified goldberg score of 3. A score of 3 corresponds to ¿fretting on >30% of the surface and/or aggressive local corrosion attack with corrosion debris¿ depending on the taper location. Medical records were not provided. The available information was reviewed by a health care professional. Review of the available records identified the following: an left hip revision was performed approximately 15 years post implantation due to dislocation, where the head disassociated from the stem. Metallosis was found and the trunnion had worn significantly. All products were explanted and replaced with zb products. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: disassociation of the femoral implant of the left hip arthroplasty. This finding has been associated with trunnionosis. The complaint was confirmed based on the evaluation of the returned device and x-rays. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2024-00051 d10: cat #: 00630505636 / liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell / lot #: 61245106 cat #: 0100121050 / alloclassicâ®, sl stem, offset, uncemented, 5, taper 12/14 / lot #: 2510716 g2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left hip revision approximately fifteen years post implantation due to a dislocation. During the procedure, significant metalosis and trunnion wear was noted. All the components were removed and replaced. Attempts have been made and no further information is available.